Event description:
At the first refill following implant, a volume discrepancy was reported. Actual residual volume was greater than the expected residual volume. Actual residual volume was 20ml and expected was 2.5ml. It was indicated that the patient was implanted in (B)(6) had an increase of 50% and on (B)(6) an increase of 10%. It was determined that the pump had "rotated" and the hcp manually rotated it back. Patient had a revision on (B)(6) and another increase on (B)(6). At the day of the report, 20ml were aspirated. It was noted that the patient indicated they felt like they were getting therapy but wasn't sure. Per the reporter, the pump logs looked normal. One week later, the hcp further reported that since the pump and catheter were placed in (B)(6), the patient had not been getting good efficacy. The hcp had done a pocket revision approximately 2 weeks prior because the pump pocket was too large and the pump was moving. It was indicated that the catheter was not disconnected from the pump at that time. The hcp also indicated that they could not aspirate anything from the side port and injecting it was too difficult. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available to us

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient¿s catheter had a tear. It was further reported the healthcare provider (hcp) reported the catheter tear was found during a dye study. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).